Event description:
The customer reported that during the post-operative period of a disc prolapse procedure, the patient was discovered to have superficial blistering. The injury was treated with tulgrasum topical cream. The patient was later discharged from the hospital. During the surgery, it was noted that patient was in a prone position. The non-covidien return electrode was placed on the thigh under the gluteus.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation of the incident unit did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.